Event description:
It was reported that the patient who underwent tha with 'centpillar 64 eli' fell and broke his (her) bone. After the fracture, the stem could be removed from femoral canal easily in the revision surgery.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown centpillar 64 eli stem. Additional information has been requested and if received, will be provided in the supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.